Manufacturer narrative:
Product ID: mc1vr01-delsys. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant of the leadless implantable pulse generator (ipg) the patient was found to have a pericardial effusion from a perforation. The physician performed a pericardiocentesis and the patient was stable afterwards. The ipg remains in use. No further patient complications have been reported as a result of this event.